Manufacturer narrative:
The polarxfit catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon and no external damage was noted. Due to the visible blood, the polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported clinical observations were confirmed, though blood was visible inside the balloon contra the initial information received from the field.

Event description:
Reportable based on analysis completed on 14mar2024. It was reported that during a procedure to treat atrial fibrillation (afib) a polarxfit was selected for use. The error message 1 - 00004000-2: console detected blood in the catheter appeared on the system. The catheter was replaced and the procedure was completed. No blood was visible inside the catheter. No patient complications were reported. The device is expected to be returned for analysis. However, upon receipt analysis revealed the polarx device had blood in the balloon region.